Manufacturer narrative:
Concomitant product: 4068-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead had low impedance. The device was permanently programmed to unipolar and the rv lead continued to have low impedance measurements. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.